Event description:
A service engineer recalled that the had experienced a sore throat, after having been exposed to argon fluoride gas leak during a service call. Engineer sought medical attention. Physician consulted did not see the need for any medical intervention, and engineer mentioned that the sore throat symptoms disappeared the same evening and no other medical attention was sought afterwards.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).